Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of inappropriate ams via merlin.net. Review of the transmission revealed a possible retrograde with atrial pacing. The patient will continue to be monitored with a routine follow-up.